Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing some fluid inside the cassette door in step 1 of set up for the new pd treatment. The fluid inside the cassette door compartment was believed to be from the previous pd treatment. A replacement cycler was requested. Upon follow up with the pd nurse it was determined the patient had not experienced any adverse events as a result of this incident. The patient used manual supplies to complete the treatment.